Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged pump error 43 alarm found on (B)(6) 2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at (B)(4) inches. No unexpected pump error 43 alarm noted during the testing. Successfully downloaded history files and traces using thus. Pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2021 13:35:04.000 to (B)(6) 2021 14:14:56.000. Pump error 43 alarm was recorded and found in the formatted history file on: (B)(6) 2021 13:48:07.000 to (B)(6) 2021 14:31:00.000 device was cut open to perform visual inspection and found corrosion on the electronic assembly and motor assembly. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Pump error 43 alarm and pump error 130 alarm due to corrosion on the electronic assembly and motor assembly. No pump error 37, 38, 39, 41, 42, 79, 80 and 82 alarm on the pump history noted. Force sensor zero offset within specification (23.5 mv). The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿ and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. A cracked retainer¿ and a cracked reservoir tube lip were confirmed. Pump error 43 alarm and pump error 130 alarm were confirmed. Pump error 43 alarm and pump error 130 alarm due to corrosion on the electronic assembly and motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error. The customer stated they were able to clear the pump error alarm and were not able to complete the rewind process. Customer performed displacement verification test and it did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.